Event description:
It was reported that the patient underwent a spinal surgery to revise an old posterior construct. During the removal of one of the pedicle screws, the tip of a removal driver broke off in the patient. All pieces of the broken driver were removed, and there were no patient complications.

Manufacturer narrative:
(B)(4). The torx driving tip of the instrument is broken at approximately 2mm from the tip. The broken piece has not been returned for analysis. The fracture appearance is of brittle type with circular breakage direction, typical of torsional over-loading of the material. No defect of the material has been observed at the level of the breakage. The remaining portion of torx drive is twisted in the screwing direction, indicating that the driver has been stressed by a high level screwing torque able to deform the metal. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The torx driving tip of the instrument is broken at approximately 2mm from the tip. The broken piece has not been returned for analysis. The fracture appearance is of brittle type with circular breakage direction, typical of torsional over-loading of the material. No defect of the material has been observed at the level of the breakage. The remaining portion of the torx drive is twisted in the screwing direction, indicating that the driver has been stressed by a high level screwing torque able to deform the metal. The breakage is consistent with an over-loading of the part. Some deformations of the part indicate that it has been used in the screwing direction which is not initial purpose of the part and adds risk of an over-loading of the driving tip. Per the initial declaration, the breakage occurred during unscrewing maneuvers. In this condition one could suspect that during a previous use the part has been over-loaded in the screwing direction, with consequent weakening of the driving tip. Further solicitations during the next surgery in the unscrewing direction would have definitely broken the driving tip.